Event description:
During routine visit to hosp it was discovered that a blockage had occurrred somewhere within the portal or catheter. System has been functioning well for one year and used intermittently for drug therapy only.